Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient had a blow on his head. Patient_s hearing sensation with the device is affected. Re-implantation is scheduled on (B)(6).

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation at the explanted device is necessary.

Event description:
Patient had a blow on his head. Patients hearing sensation with the device is affected.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Patient had a blow on his head. Patient's hearing sensation with the device is affected. The patient was re-implanted.